Event description:
Reportedly, on (B)(6) 2026, the transmitter display "no network", moving the sim card did not resolve the issue and the transmitter display "technical problem" then "no network".

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on 22-january-2026, the transmitter display "no network", moving the sim card did not resolve the issue and the transmitter display "technical problem" then "no network".

Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported behavior. Upon reception, the transmitter was tested and was not able to connect to network. Review of the event log did not permit to establish any findings. The sim card was checked and is still active. Considering these elements, the most probable hypothesis is that a hardware failure from unknown origin caused the reported behavior. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.